Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 6.1 and 10.2 mmol/l. Tests were done within 10 mins with a difference of 45%. Pt did not experience any adverse events. No further info has been reported.